Event description:
It was reported that the arctic sun device was failing calibration error 2 (expected -7 actual 0.0). Per review of wo notes - a functional verification showed a complete failure of the circulation pump, discussed a 2000-hour service. They stated no loaner was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Test circulation pump installed to fill during decon. Circulation pump was serviced during the pm process. Pm performed. Serviced mixing pump. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration error 2 (expected negative 7 actual 0.0). Per review of wo notes: a functional verification showed a complete failure of the circulation pump, discussed a 2000 hour service. They stated no loaner was needed.